Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had a loss of therapy and had symptom return for the past two weeks. The patient did not feel stimulation but stimulation was on. The patient was experiencing urinary frequency. Onset of symptoms was reportedly sudden. The patient changed from program 1 at 1.8v to program 2 @ 2.7v because she was getting the "upper limit reached" screen on program 1.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0uz7e, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient's friend or family member reported that a patient experienced a loss of therapy and return of symptoms. Her indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. On (B)(6) 2015, the patient had a "bad" day and wet through all of her diapers and underwear. The reporter planned to increase stimulation on the current program to see if that would help the patient's symptoms.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had some improvement since the stimulator was put in. The patient still had some urgency and when they had to go to the bathroom, they had to go "now".

Event description:
Additional information received from the consumer reported that the patient is trying to increase the amplitude because the implant is not helping with urinary symptoms but are not able to. It was noted that they saw the stimulation off icon and the amplitude is set at 4.9. The manufacturer representative (rep) assisted with turning stimulation back on, and the patient felt a shocking sensation when it was turned on. The amplitude was then decreased to 1 and the patient indicated they are now feeling stimulation sensation more comfortably.